Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 75% stenosed target lesion was located in an arteriovenous graft (avg) shunt in the severely calcified and mildly tortuous right cephalic vein. An 8.0 x 40, 75cm mustang¿ balloon catheter was advanced to the lesion for plain old balloon angioplasty (poba). The balloon was inflated for 30 seconds at 15 atmospheres on the fifth inflation however, a pinhole was noted on the proximal shoulder of the balloon. The device was completely removed from the patient's body and the procedure was completed using another of the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned unit was attached to an inflation device and positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at the distal end of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip of the device. A visual and microscopic examination identified no issues with the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 75% stenosed target lesion was located in an arteriovenous graft (avg) shunt in the severely calcified and mildly tortuous right cephalic vein. An 8.0 x 40, 75cm mustang balloon catheter was advanced to the lesion for plain old balloon angioplasty (poba). The balloon was inflated for 30 seconds at 15 atmospheres on the fifth inflation however, a pinhole was noted on the proximal shoulder of the balloon. The device was completely removed from the patient's body and the procedure was completed using another of the same device. No patient complications were reported and patient's status was good.